Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for a scheduled system implant procedure. The patient was intubated during the implant procedure due to history of sleep apnea and pulmonary issues. The procedure was completed successfully. Upon the physician extubating the patient, the patient went into flash pulmonary edema and resuscitation efforts were unsuccessful and the patient deceased. The exact cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.